Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device is automatically turning on and off. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the device is automatically getting on and off due to malfunction of dfm100 som pca (system on module printed circuit assembly) assy. The som pca assy was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.